Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose reading is 160 mg/dl. The drive support cap is protruding. The bottom of the insulin pump fell off. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump had a broken off end cap and a scratched display window. Unable to perform the displacement test, test for motor error alarm or verify error alarm in alarm history screen due to broken off end cap. Motor passed motor test. Drive support disk was inspected and no anomaly was noted.